Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was no longer able to provide an image. There were no reports of patient involvement.